Event description:
On (B)(6) 2012, it was reported that one of the buttons on the patient's infusion device was not functioning, the soft component of one of the buttons was torn off and lost, and the insulin cartridge compartment was cracked. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The softcomponent of the check button is lacerated. The damages did not influence the insulin pump functions. The buttons function were tested successful and meet the specification. The problem mentioned by the customer is related to careless handling of the product.